Event description:
It was reported that following a sling procedure, the patient experienced recurrent erosions and the doctor stated, that he is going to have to take out the sling. Additional information has been requested but not yet received.

Manufacturer narrative:
No sample evaluation was performed as no sample was received. The lot number is unknown; therefore, no review of the device history record could be performed. A review of the labeling was performed. The reported event is not addressed in the labeling. The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance with iso 11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implanted in conjunction with a validated process and documented systems to help safeguard and assure product quality. The investigation concluded that the reported issue is most likely related to known potential procedural related complications, as is known with all implantable devices. If a lot number is obtained at a later time, the investigation will be re-opened to investigate the particular reported lot. The issue is most likely related to known procedural complications and not any process/product deficiencies as history supports this for this catalog family of products. Baseline report previously provided.